Event description:
Literature report of patient receiving intrathecal baclofen and morphine who began to complain of increasing spasms in spite of increased doses of intrathecal baclofen. The pt was found to have an intrathecal mass that was surgically removed. Culture of the mass was negative for aerobic and anaerobic bacteria and fungus. Postoperatively, the spasms resolved completely. The patient does not recognize any permanent neurological changes and intrathecal drug dosages are being reduced as tolerated. Schuchard, m., et al. "Neurologic sequelae of intraspinal drug delivery systems: results of a survey of american implanters of implantable drug delivery systems." Neurostimulation. 1998; 1 (3): 137-148.